Event description:
It was reported that the pt experienced swelling from his thighs down that began in (B)(6) 2011. Pump went "bad" in (B)(6) and was replaced. Pt believed that the pump was the cause of this swelling but indicated that both managing physician and surgeon said it was not the pump. Pt had itching around the incisions. No drug changes were stated. Drug infused via the pump was not known. Several attempts to f/u with the hcp for add'l info were made w/o success.

Manufacturer narrative:
(B)(4).